Event description:
It was reported that prior to using bd bbl¿ xld agar, bacterial colonies were found on 8 plates. There was no patient impact reported. The following information was provided by the initial reporter: "according to the customer's report, small bacterial colonies were found in the unused media when the expiration date was close. The media had been stored in a refrigerator."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: 252020 #3081104 we couldn't confirm contamination from returned sample. The issue was precipitation. No contamination was observed. No issue in retention and DHR. No trend. We will continue to monitor this lot. H3 other text : see h.10.